Event description:
The device was eturned for evaluation after no output and subsequently tested out of specification. Device was removed from service. No patient complications have been reported as a result of this event.